Event description:
It was reported that during a routine device upgrade procedure, a stylet could not be advanced into the right ventricular lead lumen. Removal of the lead was difficult and the lead tip remained in the subclavian area. The lead was replaced and the patient was in stable condition during and post procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.